Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for spinal pain. It was reported that the communicator was not holding a charge. The patient mentioned that it usually takes him 8 minutes to get a start on the bolus because it was making him wait for four minutes on hold. The patient confirmed that the handset was getting stuck at 90 percent. The agent walked them through clearing the data. The issue was not resolved through troubleshooting. A request was sent to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product type accessory product ID hh9020tdd serial (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.